Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a whipple procedure, using a green reload with steristrips buttressing material, after the first firing, the knife blade was slow to retract. On the second firing of the stapler, green reload, steristrips buttressing material, the device fired, but the knife blade wouldn't retract. The staple line was complete. The doctor used the manual override to remove the stapler from tissue. A second like stapler and green reload was used to complete the procedure. There were no patient consequences reported.